Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No display anomaly or button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 102 mg/dl. Standard troubleshooting was performed. The customer stated she attempted to bolus, but the insulin pump's numbers kept scrolling. So she changed the insulin pump's battery and received the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)